Event description:
Pt suffered a stroke. Pt was paralyzed on right side. Pt was riding a scooter/wheel chair and started up an incline on a concrete sidewalk. The scooter began to drift backward. Pt leaned back to adjust to full power. The front of the cart lifted-up and fell backward on top of pt on the concrete sidewalk hitting back and head. Pt underwent 3 1/2 hrs of brain surgery, but never regained consciousness. Pt died five days later. The scooter was advertised as safe for a 300 lb person.